Event description:
It is alleged that a sleep study pt rec'd a 2 mm blister on his chest from an electrode while being monitored by the tcm4, a transcutaneous monitoring device. The blister was diagnosed as a "moderate" burn and treated with ointment. The pt and the hosp both admitted that the electrode was left on the same location longer than instructed by the operator's manual.